Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The pump was observed to power off without user input. It was determined that this was caused by a seized motor. As a result, the motor assembly has been replaced. See scanned page.

Event description:
During baxter's functional testing it was observed that a spectrum pump powers off without user input.